Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the superior vena cava coil and the high voltage coil leads impedance was greater than 200 ohms and a care alert was received for high impedance. It was further reported that the two transvenous leads had been placed epicardial. The leads were removed and replaced. Additional information reported the pacing lead had high thresholds measured during the procedure and was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: we did receive performance data collected from the device and have analyzed the data. A patient alert occurred for out of tolerance subthreshold lead impedance on (B)(6) 2011. Daily high voltage lead impedance trend data shows an abrupt increase for defib active can off impedance and svc defib= 90 to 222 ohms peak between (B)(6) 2011. (B)(4) the full lead in segments was returned, analyzed and the defib conductor was fractured. It was noted that there was blood/body fluid on the defib conductor (not obstructed) and the outer insulation had a cosmetic depression. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted the outer insulation had a cosmetic depression.

Event description:
Asku.